Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the clinic with an out-of-range pacing lead impedance on the ventricular lead. Trend data showed a drastic increase in pacing impedance and capture thresholds over the past 7 months. The lead was capped.